Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that their implant battery was "trash" because they never had to charge this much. Pt explained the implant has to be charged a lot and that their previous implant was not like that. Pt mentioned their previous implant could go a month-two months without charging and the implant would be fine. Pt reported that for this currently implant, if they don't use it for 2 weeks, because they have two weeks of really good feet, the battery would still be depleted to half without being used. Pt stated that they go into appointment and procedure rooms and if the room has metal, their implant would "go crazy" even though they have turned the simulation off. Pt reported that their having problems with their right side getting any stimulations therapy and it has been slow process. Pt explained that before, their right side would get a little bit of simulation but they had to crank up the simulation and make sure the left side stimulation was down all the way. Pt mentioned that this morning they could not stand on their right leg and they tried every program. Pt mentioned they used group a and b, did not use group c, and cranked them as high they could go in different areas but that did not help. Pt mentioned their mdt rep programmed the implant to not recognize their position right away and mentioned it was their 4th one (pt did not elaborate). Pt mentioned if they get their feet, the simulation on the legs get too much and issues might be beyond tweaking. Agent reviewed recharging information and information on possible emi. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt had group b with stimulation turned off an d program 1 and 2 for left and right side or foot. Pt mentioned that they changed their settings to group c on 5.0 and was getting light tingling on their right knee. Pt mentioned they never had their settings above 2 on anything. Pt wondered if they could replace their controller because they were only getting simulation on their left leg and nothing on their right, agent reviewed controller was functioning as intend but redirected them back to their hcp and mdt rep to inspect implanted system. Pt mentioned the issue has been a slow process of well over a year ago. When asked if mdt rep was aware of issue, the pt was unsure. The pt wanted to know if they could get an MRI, agent helped pt enter MRI mode. Pt saw that they were head only eligible. Pt was told by their hcp that the pt was ineligible for any MRI. Agent referred pt back to mdt rep and hcp to double check what their actual eligibility was.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.